Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer successfully performed a 5 unit fixed prime, and the customer stated that insulin did exit. The customer was advised to remove the infusion set, and the customer stated that the cannula was a little bent. The customer was informed that the alarm may have been due to a bent cannula. The customer was advised to change the infusion set. The customer was advised that the infusion set would be replaced. The customer agreed to return the infusion set for analysis. The customer did not return the reservoir for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.